Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted (from the same lot) for off-label use. It was reported the patient was not receiving effective stimulation for her headaches at her post-op appointment following revision surgery on (B)(6) 2013 (reference MFR report: 1627487-2014-05058). Surgical intervention is pending to address the issue.